Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2017-10291.

Event description:
The sales rep reported via phone that the customer¿s intrafix peek 8-10mm screw was 3/4 way into bone when the intrafix tibial sheath would not allow it to go any further during a acl reconstructive procedure. The case was completed with a new bone hole and another screw/washer set. The rep stated the bone quality was hard. The rep was not present for this case but stated there were no adverse patient consequences with a 10-minute delay. The rep stated the devices were discarded by the customer.